Event description:
A voluntary medwatch was received stating that the colleague pump, an unk product code and serial number over infused an unk dose of dilantin during pt use. The unresponsive pt received the dilantin over 30 mins of over 1.5 hours as it was reportedly programmed. Reportedly, the pt had been sent for a computed axial tomography (CT) scan. During the scan, it was noticed that the pump was alarming and stating that the tubing was misloaded. During programming the pump reportedly did not alarm for error. It is unk if there was any pt injury or medical intervention associated with this event.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.